Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2018, customer had initially reported receiving an error message on the display of the adc blood glucose meter. On (B)(6) 2018, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event. Customer reported he was watching tv and experienced dizziness, dry mouth, frequent urination, and feeling sleepy. Customer self-treated with metformin and water, and his sister took him to the hospital where a blood glucose reading of 532 mg/dl was received on the hospital meter at 5:00 p.m. Customer was diagnosed with hyperglycemia and treated with insulin via intravenous infusion and released at 10:00 p.m. There was no report of death or permanent injury associated with this event.

Event description:
On (B)(6) 2018 customer had initially reported receiving an error message on the display of the adc blood glucose meter. On 18-apr-18, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event. Customer reported he was watching tv and experienced dizziness, dry mouth, frequent urination, and feeling sleepy. Customer self-treated with metformin and water, and his sister took him to the hospital where a blood glucose reading of 532 mg/dl was received on the hospital meter at 5:00 p.m. Customer was diagnosed with hyperglycemia and treated with insulin via intravenous infusion and released at 10:00 p.m. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter and omni strips were reviewed and the dhrs showed the freestyle lite meter and omni strips passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. Retain testing was performed for omni strips and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed.